Event description:
It has been reported to philips that the foot switch intermittently would not emit x-rays. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer completed the procedure by stepping on the footswitch multiple times. The philips field service engineer (fse) went onsite and checked the wired footswitch. Upon troubleshooting, fse identified that the plastic bag covering the footswitch to protect it from liquid spills had developed mold as a result of elevated humidity levels. Although the customer had cleaned the floor, it was not maintained in a dry state. Fse noted that the presence of mold was causing poor contact and recommended that the customer use a dehumidifier to mitigate humidity issues. The fse replaced the wired footswitch. Following replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. In the instruction for use (IFU), it is mentioned, the floors should be wood, concrete or ceramic tile. If floors are covered with synthetic material, the relative humidity should be at least 30%. Also, the wired foot switch should be protected from the continuous immersion of water and should be kept in dry place. In this case, the customer cleaned the floor, and it was not maintained dry. As a result, the humidity inside the protective cover of footswitch increased and molds were developed. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.